Event description:
It was reported that during an unknown procedure, incomplete staple line, after 1/3 firing trigger was loose, no further information is available. Another device was used to complete the procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): pawl pin. The analysis results found that one ec60 device was returned with the firing mechanism damaged and without a reload present. No functional test could be performed. The device was disassembled to verify the condition of the internal components and the pin pawl was noted to be not properly flared, causing the firing mechanism not to properly operate. This defect has been correlated to a manufacturing process. The appropriate engineering personnel have been notified.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.